Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. Further a complete insertion of the electrode was not achieved at implantation surgery with four channels remaining extra-cochlear. In addition the electrode migrated further out of cochlea as confirmed during explantation surgery. This is a final report.

Event description:
The user was reportedly able to hear but was never totally satisfied with the device. Reportedly, the electrode was found in the outer ear canal. The recipient was reimplanted.

Event description:
The user experienced unsatisfactory hearing results after surgery. The user was able to hear but she was not fully satisfied. The user was re-implanted. At explantation 9 channels were found extra-cochlear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.